Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient received an ¿insulin flow blocked¿ alarm on (B)(6) 2026, which led to hyperglycemia. In response to the event, the infusion set was changed, and a bolus dose of insulin was administered.